Event description:
It was reported that the spinal/distal segment of the catheter was replaced on 2014 (B)(6) due to breakage. Diagnostics had included x-rays. It was reported, the product issue was resolved. The partial portion that was explanted was noted to have been lost and therefore, would not be returned. It was then however, noted the spinal segment broke and ¿remains in intrathecal space¿. Patient symptoms related to the event had included increased spasticity. The patient¿s status at the time of this report was listed as ¿alive - no injury¿. The device system was used to deliver gablofen. It was later reported that the patient was currently receiving effective therapy and no further information was available.

Manufacturer narrative:
Product ID neu_unknown_cath, serial# unknown, implanted: 2012 (B)(6); product type catheter. (B)(6).